Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and migration.

Event description:
Healthcare professional reported "device migration/implant malposition, change shape/size/style" via national breast implant registry. This record is for the left side. The device has been explanted.